Manufacturer narrative:
(B)(4). Results: incomplete-interrupted cycle, damaged spring cartridge lockout tab. The analysis showed that the device was received in good visual condition and with two reloads present. One reload was received fully fired and with the reload lock out spring bent. The second reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, on the first firing the device jammed while on tissue. The device was then removed and fired outside the patient when it jammed again. The cartridge was replaced; the device was fired (outside of patient) and jammed. The case was completed with another device of the same product code. There were no patient consequences reported.